Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument found a piece of the handle broken off. The root cause is attributed to wear out. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument was reported for breakage.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned instrument found a piece of the handle broken off. The root cause is attributed to wear out. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.